Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 2 days, due to diabetic ketoacidosis (dka) vomiting, dizziness, cold sweats and fainting, while wearing the pod. At the hospital, the patient was administered fluids, salt and electrolytes.